Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0215343646, implanted: on (B)(6) 2018, explanted:, product type: catheter. Other relevant device(s) are: product ID: 8781, lot#: 0215343646, ubd: 2020-03-21, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug(s) of an unknown concentration(s) at an unknown dose rate(s) via an implantable pump. It was reported that the patient experienced increased pain and went to emergency room. The patient had magnetic resonance imaging (MRI), and the pump stalled and recovered from the MRI. The decision was made to do a catheter access port (cap) procedure to do a dye study. The ir physician on service accessed the catheter and was not able to aspirate the catheter. The cap procedure was aborted. A catheter break was indicated. If surgical intervention was to occur, it would be at a later date as this patient was implanted in a different province. For now, the decision was made to supplement patient on oral medications and keep the pump in minimum rate until a physician/ surgeon has agreed to surgically intervene. If surgery is planned, the device would be returned to the manufacturer. Factors that may have led or contributed to the issue were unknown. The issue was unresolved as of 2022-dec-23. The patient's medical history would not be made available. Additional information was later received from a foreign healthcare provider via a company representative on (B)(6) 2023. It was clarified that the pump motor stall recovered after leaving the MRI. The pump currently remained in minimum rate and there was no current plan for surgical intervention. Regarding if the increased pain and catheter break had been resolved, it was indicated that the patient was being medically managed.